Manufacturer narrative:
Device not received for eval.

Event description:
The device was used during an esophagogastrectomy procedure. Reportedly, the instrument did not fire. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.